Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After the procedure, the patient complained about the drainage tube. It was reported that hub and catheter separated after the procedure. The patient required an additional procedure to remove and exchange the drainage catheter due to hub separation. This event occurred twice that same day. There was no side effect to the patient reported.